Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
The nurse reported to our sales rep that it was observed that there is a crack at the target device. Moreover, it was not possible to jam the target device together with the sleeves (180 and 200). There was a delay of 35 minutes, a replacement was available and the surgery was successfully completed at the end.